Manufacturer narrative:
Manufacturing site evaluation: investigation on-going. Additional information / investigation results will be provided in a supplemental report.

Event description:
It was reported that there was an issue with ga334 - acculan 4 reciprocating sawrtr. According to the complaint description, it was not possible initially to saw throught the sternum during an emergency sternotomy. A hammer and chisel were then used instead to complete the step in the procedure. An additional medical intervention was required. Additional details were not provided. The adverse event is filed under aag reference (B)(4).